Manufacturer narrative:
Product complaint#: (B)(4). Additional information was requested, and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. How long (in minutes) did the surgery prolong? 5 min . Investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that one empty open box and ten unopened samples that pertain to the product code: m8725 were received. This product code is multi-strand double-armed. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw#: 2210968-2022-10046, mw#: 2210968-2022-10048. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the surgery while using the suture, multiple needles fell off. This happened with 3 needles on suture from the same multipack. At that point a new box (new lot#:) was brought in and used with no further issue, however there was a slight delay in the case. No adverse patient consequences were reported. Additional information was requested.